Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. But based on the results of the investigation, it is presumed that the foreign material which adhered in the air/water nozzle was not sufficiently removed since reprocessing failed to be performed in accordance with the instructions for use. This resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified and the type of material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the gastrointestinal videoscope exhibited poor/air water supply. The issue was found during pre-use inspection. The intended procedure was completed with a similar device without any delay. The cleaning, disinfection and sterilization (cds) process followed by site include manual cleaning after which the device was reprocessed using oer-5. The device was returned and an evaluation at the repair center revealed presence of foreign material inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer did not know when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped. Due to clogging of nozzle, water removal ability does not meet the standard value. Connecting tube had a dent. Objective lens had discoloration. Scope connector was shaved. The universal cord had a wrinkle. Forceps channel port and suction cylinder was shaved. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.